Event description:
Facility reported to smiths medical international in another country, that the tubing detached from the syringe by itself. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical. The assembly is incorporated into the finished product by smiths medical international in another country. The finished product is further assembled, packaged and sterilized by smiths medical international. Samples have been received from the customer; however, smiths has not yet completed its investigation into this issue. A follow up MDR will be submitted when the investigation has been completed.